Manufacturer narrative:
The customer's report was observed during review of the device history logs. However, the device was put through extensive testing including full functionality testing, defib cycling after cold and hot soaks, and extensive handling without duplicating the report. Review of the device logs showed a pd reset occurs when the device detects an desired result during selftest and resets itself to try and resolve it. Once a pd reset displays to the user, it disables all defib and pacer function until the device is power cycled. If the failure is latched, it will remain present through a power cycle. The was resolved after the users powered off and repowered the device at a later time. The device was recertified and returned to the customer. It's important to note that the customer indicated that they use a variety of different hand held and cab radios. They were unable to determine which was being used in the proximity to this device. The most likely scenario, is the device experienced interference from a radio that caused the pd reset. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to defibrillate an (B)(6) male patient, the device displayed a "defib disabled" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.